Event description:
It was reported that the product leaked at the cuff. No patient injury was reported or any impact associated with the reported event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Three (3) samples were returned for evaluation, the samples were received in used conditions without original package. Visual inspection and function testing were performed. The returned samples were visually inspected at 12" to 16" and normal conditions of illumination to detect any condition that could cause a leak. Sample 2 and 3 showed the cuff broken. No defects were visually detected on sample 3. Functional testing was performed on sample 3, and no air leakage was found. The most probably root cause was that the unit became damaged after it left the manufacturer, the units should be pre-checked before use in patients and the product is 100% uson leak tested in manufacturing process. No corrective action is required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use. D4-UDI and g5 are unknown.